Event description:
It was reported that the device showed monitored ventricular tachycardia (vt) episodes with noise on the electrogram (egm) and atrial tachycardia/atrial fibrillation (at/af) episodes with noise on both the atrial and ventricular egms. Electro-magnetic interference (emi) and myopotential oversensing were discussed; the clinician could not reproduce oversensing with pocket manipulation and arm movement. It was also reported that the right ventricular lead had r wave variability noted on the sensing trend. Threshold and impedance on both leads was stable. The device and right ventricular lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965 implantable pacing lead, (B)(6) 2012; 4968 implantable pacing lead, (B)(6) 2012; 4074 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing; 12 non-sustained tachycardia episodes with a v-v cycle length of less than 220 milliseconds were recorded (B)(4) 2013. Variable r waves were noted in the sensing trend data as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.